Event description:
The customer reported that they heard an end tone, indicating a completed seal cycle, but no seal was completed resulting in bleeding. Sutures were used to stop the bleeding. The incident device was used to complete the procedure without incident. There was no pt injury. The sales representative present during the case indicated that the end tone occurred after sealing over staples.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states not to attempt to seal over clips or staples as incomplete seals will be formed.